Event description:
A patient reported that their meter stopped working 1 month ago. The meter would not turn on. This issue was not resolved without troubleshooting. Pt was supposed to test on the meter once a day and takes a set amount of 1 pill of glipizide in the morning. In the morning in 2002, pt did not take their oral medication and also did not eat anything since they were supposed to go to their doctor's office in a fasting stated. After visiting their doctor, pt went to the bank. Pt stated that they forgot to take their glipizide and eat something after visiting their dr. While coming out of the bank, pt fell down and the fire department was called. Pt stated that they did not have any symptoms prior to the fall. They tested the pt's blood glucose with a result of 50 mg/dl. Pt was given sugar and retested with a result of 190 mg/dl. Pt was taken home per their request. A replacement meter was sent to them. This case is reported due to the power issue on the meter. No further information has been reported.